Manufacturer narrative:
Provided device evaluation and coding.

Event description:
It was reported to philips that the device was dropped. The device was received by bench repair. An evaluation was performed by an authorized bench technician and the reported issue was confirmed. It was determined that the front case and display assembly were damaged and needed to be replaced. Additionally, the label set would need to be replaced to coincide with the front case replacement. Upon conclusion of the evaluation, it was determined that the display assembly and front case required replacement due to damage. Both components were replaced to resolve the reported issue and the device was returned to the customer site. No further evaluation is required at this time.

Event description:
It was reported to philips that the device was dropped. There was no patient involvement.